Event description:
A literature article reported a pt experienced an intraoperative posterior capsule rupture during a cataract with intraocular lens implant procedure. The posterior capsular membrane was torn by the sharp edge after hard nucleus chopping. Phacoemulsification was stopped and water was injected. A keyring was used to remove the lens nucleus flap. After resection of the anterior segment of vitreous body, the intraocular lens was implanted in ciliary sulcus. No suture was used for fixation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).